Event description:
Clinic notes were received indicating that the vns patient was admitted to the hospital due to what appeared to be multiple uncontrolled seizures. The patient was subsequently transferred to another hospital for evaluation and treatment of status epilepticus with adjustments to medications. The notes indicate that the patient had tonic-clonic convulsions prior to hospitalization and had a history of drop attacks and status epilepticus.